Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 29, 2026, senseonics was made aware of a user hyperglycemic event. The user reported a discrepancy between sensor glucose (sg) of 260 mg/dl and blood glucose (bg) of 370 mg/dl. A review of the data management system found that sg levels never reached the reported value, with a maximum of 214 mg/dl, and no corresponding bg entry was available to confirm the timing. Although the user believed the sg exceeded the high alert threshold (set at 250 mg/dl), no alert was triggered because the sensor did not record values above that level. The user managed the episode with insulin, did not seek medical care, and had not informed their healthcare provider, though follow-up was recommended.